Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history record review revealed no issues that could have caused or contributed to the issue. Internal/external inspection detected pneumatic system fluid ingress. The returned instrument testing evaluation (rite). Functional test and electrical test failed. The results of the evaluation revealed the cause of the failure to be the pneumatic system fluid ingress. A CAPA currently exists that addresses this issue. The device was to be scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.